Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. A revision procedure was performed and the pacing/sensing portion of rv lead and this device were removed from service and replaced. The device had declared elective replacement indicator (eri) seven months prior. No additional adverse patient effects were reported.